Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Operational problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced phaco power supply and maxdrive printed circuit board (pcb). Fss verified correct operation of instrument and completed the field service checklist on the unit. Fss tested all customer's handpieces, which no issues were detected. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error "284 - phaco power supply error" during phaco operation. Additional information indicated that the surgery was completed successfully with the same system. The system was rebooted, which resolved the issue. There was a ten (10) minute delay; and no patient injury reported.